Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Following a system check by tandem technical support, the customer cleared the alarm and continued to use the pump for insulin therapy. Customers blood glucose was 300 mg/dl.